Manufacturer narrative:
The device was not returned to edwards as it remains implanted in the patient. The device history record review was not performed as the serial number is unknown. Follow up attempts to obtain further information is in progress. Should new information is received, a supplemental MDR will be submitted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The clinical statements cannot be confirmed and the root cause for stenosis of this device remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information through article "a valve-in-valve approach for ebstein's anomaly" author: fabienne schwitz, et al published on cardiovascular medicine 215;18(4):139-141. It was reported that a female patient, (B)(6) years old with ebstein's anomaly congenital disease, received a 33mm bioprosthetic tricuspid valve. After an implant duration of approximately six (6) years, the patient required a valve-in-valve replacement with a 29mm bioprosthetic valve due to severe stenosis. The transthoracic echocardiogram showed a fusion and severe restricted motion on two of the three bioprosthesis leaflets leading to stenosis, with mean gradient of 10mmhg. The 29mm valve was successfully implanted via transfemoral approach. The patient improved clinically and she was doing well.